Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The cup impactor hole is damaged and will not receive a slap hammer. Threads are crossed on top.

Manufacturer narrative:
Examination of the returned cup impactor confirmed damage around the hole. The cause is attributed to user error. The date lot code of j0910 indicates a manufacture date of september of 2010. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.